Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 it was reported that the up and down arrow keys and the okay key were unresponsive. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during investigation, the keypad buttons responded appropriately to user input. No physical damage was found to the keypad. The keypad was removed to find no contamination or physical damage. The original complaint of under responsive keypad buttons could not be duplicated. Unrelated to the original complaint, the audio bolus button cover was torn but still operable. Additionally, the battery compartment was cracked from the case seal to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).